Manufacturer narrative:
Sample is serum with a gel barrier that was centrifuged for 10 minutes. Lab policy is to repeat all initial elevated accutni results on the alternate methodology. A system check was performed on (B)(6) 2011 and met specifications. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a troponin (accutni) result, within the risk stratification range, generated by the access 2 immunoassay system for one patient. Repeat testing on an alternate method resulted lower within the risk stratification range, which was reported out of the lab. Result from the access 2 instrument was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.